Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged 0857-100 batch 221019 was received for investigation. The device arrived stuck inside the part number 1099-0090 batch 212625. Functional testing was not performed due to the device arrived stuck inside the part number 1099-0090. Upon visual inspection, damage to the shaft and the threaded tip was observed. It was also noted that the device was bent. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use.

Event description:
On (B)(6) 2024, during device evaluation of the returned device, it was found that the 0857-100 was stuck inside a 1099-090 galileo lag screw, right, ø10.5mmx90mm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/01/2024, it was reported by a sales representative via sems-06529172 that an 0857-100 galileo extraction tool was damaged during the case. This was discovered during the case with no patient harm.